Event description:
A peritoneal dialysis (pd) contact called in with drain complications. The patient completed peritoneal dialysis treatment but required hospitalization for fluid overload. The patient hospital discharge date was unknown. As of (B)(6) 2014 the patient was completing hemodialysis treatments.

Manufacturer narrative:
Based on the information provided, it is unknown if the device may have caused or contributed to the reported event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.